Manufacturer narrative:
On 06/15/2016, one scm12 mammotome system control module with smartvac, serial number 1203589, was received from the customer for analysis. Inspection of the device revealed that the vacuum pump smelled bad and a pm upgrade was required. Analysis into the root cause for this event was confirmed to be the vacuum pump malfunction. The vacuum pump was replaced and the device was returned to the customer. A DHR review of this device was conducted. The performance specifications and the components demonstrated high process capability to the specification. There were no abnormalities or deficiencies identified. As there is no confirmed service record for this device, lack of preventative maintenance at the recommended interval of every six months, per the device operations manual, is a likely contributor to this event. Although no adverse event occurred, after a full investigation and analysis into the root cause, this event was determined to be MDR reportable pursuant to 21 cfr 803 because this malfunction has the potential to cause or contribute to death or serious injury.

Event description:
The sales rep reported that before a breast biopsy procedure the mammotome control module 100/110/120v (scm12) was smoking and smelled like burning rubber.